Event description:
It was reported that a half dozen needles of different varieties have fallen from needle holders while changing tubes during patient draws. Some patients have had to be redrawn. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One used device and 241 unused devices were received for investigation. The devices were visually inspected and functionally tested. The issues observed by the customer could not be reproduced with the returned samples. Therefore, the complaint could not be confirmed. It is possible that the issues observed by the customer, may have occurred if the mating luers of the components were not seated as described within the IFU. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.